Event description:
In 2006, the pt underwent cataract surgery with attempted implantation of the crystalens. During surgery, an unapproved lens injector was used and the trailing haptic of the iol tore. The pt's capsular bag was damaged and vitreous fluid was lost, which necessitated a vitrectomy. The lens was removed, the incision was enlarged and an amo ar40e iol was implanted successfully in the pt and the wound was sutured. The pt did not lose any lines of bcva compared to preop bcva.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The returned lens was returned to eyeonics and evaluated. The results of the investigation revealed that the plate haptic is torn and a piece of the optic is missing. This damage is consistent with damage from insertion devices and iols that have been explanted.